Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit exhibited that the device was turning off automatically. After running for a few minutes, it would switch off the operation and the led lights. The issue occurred during preparation for use and before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. In addition, the investigation found that the front panel goes dark and an alarm-sounds and shows a printed circuit (cr) failure. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor the field performance of this device.

Event description:
No new information has been provided by the customer.